Manufacturer narrative:
Na the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has prior medical history of severe aortic stenosis, intermittent right branch bundle block (rbbb) and hypertension. The length of the membranous septum was 5.0mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted successfully at a depth of 5mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-procedure, a temporary pacemaker was placed to stabilize the rhythm, and a permanent pacemaker was implanted to resolve the event. The implanter classified this event as being related to the patient¿s past medical history. The patient was in a stable condition and subsequently discharged.